Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records including pre-revision x-rays were provided and reviewed. Loosening of the acetabular component, alval, metallosis, noise, and pain as well as cobalt chromium levels were reported in the received documentation. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. It should be noted, lot trace and subsequent lot specific search of the complaints databases for the reported (B)(4) insert was not possible as the necessary product lot code combination was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Confirmed revision of pinnacle/summit implants. Revised due to pain. High ion levels were found together with evidence of bone and tissue damage. Revision confirmed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Information received from kennedy's. Confirmed revision of pinnacle/summit implants. Revised due to pain. High ion levels were found together with evidence of bone and tissue damage. Revision confirmed. Update oct 18, 2017: pinnacle spreadsheet received. Updated lot number of liner. This complaint was updated on nov 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Information received from kennedy's. Confirmed revision of pinnacle/summit implants. Revised due to pain. High ion levels were found together with evidence of bone and tissue damage. Revision confirmed. Update oct 18, 2017: pinnacle spreadsheet received. Updated lot number of liner. This complaint was updated on nov 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.